Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. Customer stated they had rewound the insulin pump a lot of times after the insulin flow block alarm but it alarmed again. Customer reported infusion set had bent cannula. It was unknown that auto mode feature was active at the time of high blood glucose event. Insulin pump passed displacement and self test. The device will not be returned for analysis.